Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter lh 500 hematology analyzer during start up. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched to the customer site on 09/17/2012. The fse had observed that the blood sampling valve (bsv) was leaking at the probe rinse block. The fse replace the probe rinse block and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was the probe rinse block. (B)(4).